Manufacturer narrative:
The company rep was unable to duplicate the event of not being able to zero the pressure channel; however, the triggering issues during operation on the failure date were observed in the fault log. The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a pt, the iabp could not zero pressure channel. The pt was switched to another iabp and therapy was continued. No pt injury was reported.